Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead passes through a 9 french introducer with no resistance. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead passes through a 9 french introducer with no resistance.

Event description:
It was reported that, upon opening, first one and then a second right ventricular (rv) leads had a curve at the tip that would not straighten with insertion of the guidewire after implant in the patient. Both of these rv leads were subsequently explanted and replaced with a different model rv lead. No patient complications were noted as a result of this event.